Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead's impedance measurement is 2000 ohms in bipolar and unipolar configuration. It was noted that the rv lead is still pacing and sensing appropriately, and the threshold is now 3.5 volts at 0.5 ms. There was also a stored episode due to noise on the right atrial (ra) channel, and the ra lead impedance measurement is 240 ohms. The patient is not pacer dependent and no adverse patient effects were reported.